Event description:
Hydrothermal ablation unit stopped times two during hta procedure after about 5 minutes ablation time. No specific error code displayed on unit. Manufacturers tech support and sales representative were notified. Recommendation to start over with a new disposable set up after unit cooled down. This was done and the ablation was completed. Unit was sent to hospital bio-med dept. Apparently there was a service call by the company related to a cable issue earlier this year.